Event description:
It was reported that the patient presented to the emergency room after several syncopal episodes. An interrogation revealed high thresholds, high impedance and loss of capture on the right ventricular (rv) lead due to a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and pacing capture threshold was elevated. Automatic lead diagnostics shows rv impedance rose from an approximate baseline of 1200 ohms to greater than 2600 ohms over the year. Ventricular capture management trend shows threshold has been high or out of range throughout the record.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 lead, implanted (B)(6) 2008. (B)(4).